Manufacturer narrative:
Correction: h6, h10 - method, results, and conclusion codes corrected for non-returned product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure, the atrial lead was tested using the pacing system analyzer. All electrical parameters were found to be satisfactory. After the atrial lead was attached to the device, capture threshold measurements increased, both impedance and sensing amplitude measurements decreased. The physician decided to disconnect the lead to be re-positioned. During the wire insertion the lead insulation was punctured, and the coils were exposed. The physician completed the procedure with a replacement lead. There were no patient consequences.